Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found out to be dislodged after the device was implanted. To date, the lead remains in service. No additional adverse patient effects were reported.